Event description:
It was reported that the procedure was being performed on a male pt in the surgery department. When the kit was opened, the physician found the lidocaine ampule was broken. As a result, anesthetic from the surgery center supply was used. They do not know if this caused a delay in treatment, no pt death, and no pt complications were reported. The pt outcome was successful procedure.

Manufacturer narrative:
(B)(4). Sample will not be returned.